Manufacturer narrative:
Analysis of the device is in progress. A follow-up report will be submitted after the analysis is completed. Csi ID: (B)(4).

Event description:
During treatment in the ostial circumflex artery, which was heavily calcified, the driveshaft of the diamondback 360 coronary orbital atherectomy device fractured on the proximal side of the crown. Several treatments had been performed prior to the fracture. The fragment was snared without difficulty. The patient was well following angioplasty and stent placement; there was no injury. The oa treatment was successful despite the fracture.

Manufacturer narrative:
The oad was returned to csi for analysis. The reported driveshaft fracture was confirmed. Scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. Driveshaft flexing can result in fatigue failure. The exact root cause of the fracture is undetermined. It should be noted that the diamondback 360 coronary orbital atherectomy system instructions for use manual warns, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The IFU also states, "performing treatment in excessively tortuous or angulated vessels or bifurcations may result in vessel damage or device failure requiring retrieval." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).